Event description:
It was reported that the customer was hospitalized for hypoglycemia. The customer stated that when she received her insulin pump, there was a button error alarm on it that she could not clear. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.